Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device inspected,m during power up, the device was found to ask for security code. Further investigation of the pump and determined that a faulty microprocessor board is the root cause of the issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump prompted for security code. There was no reported adverse event and it was unknown if the issue occurred while in use with a patient.